Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after feeling short of breath and fatigue. Upon interrogation, it was found that the pacemaker had unexpectedly gone into back up vvi mode. Programming changes successfully restored the device. The patient was stable.